Manufacturer narrative:
Device passed the displacement test and rewind test. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump cannot complete the rewind sequence. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer did not have the pump with them and will call back to further troubleshoot.